Event description:
It was reported that the patient had his inflatable penile prosthesis rear tip extenders (rte) removed due to a potential crossover leading to a decrease in potential girth. During the revision surgery the physician felt there was no crossover and downsized the rte to a total length of 2.5 cm rather than the previous 3.0 cm indicating a slight buckle with the old 3.0 rte. The new rte were put in and desired result was achieved.